Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented for routine follow up. The right atrial lead exhibited high impedance and capture thresholds have risen. Isometrics and manipulation only produced a small amount of noise.